Manufacturer narrative:
Conclusion: root cause attributed to reported missing foil seal on the reagent a bottle. (B)(4).

Event description:
The customer contacted beckman coulter, inc. (Bec) to report that reagent a had no foil seal on the bottle and liquid had leaked out of their immunoprep reagent system. The customer reported that the reagent a had leaked within the box. The box was disposed of per local guidelines and daily disposal methods. There was no impact to patient results. Patient treatment was not impacted by this event. The customer was wearing personal protective equipment (ppe) at the time of the event. The customer reported that there was no exposure and no hazardous material cleanup was required. The customer did not seek medical attention. The customer did not review the material safety data sheet (msds). Reagent a is a skin and eye irritant and classified as hazardous (chemical exposure) by the us osha. Service was not dispatched for this event. The root cause of this event is attributed to the reported missing foil seal on the reagent a bottle.